Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended.

Manufacturer narrative:
A false elective replacement indicator message was reported to abbott but could not be confirmed. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence.